Event description:
It was reported that a user experienced hypoglycemia while using the ilet system and believed the ilet mobile app did not provide a low-glucose alert as expected; the user reported a nadir of 44 mg/dl and was subsequently guided to configure notifications using the bionic circle app, after which glucose levels were stable. Symptoms included feeling woozy. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included remote troubleshooting and user education on alert setup. Investigation of this case revealed cause unclear, with no confirmed device malfunction identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.